Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with an anterior repair, cystourethroscopy due to cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal, urethrolysis and diagnostic cystoscopy on (B)(6) 2015 due to mesh complication. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/14/2016.